Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Gul, f., gordon, p., krohn, p. Catheter tip inflammatory mass formation with baclofen and opioid infusion-case presentations (10781). North american neuromodulation society 19th annual meeting. 2015. 87. Summary: intrathecal drug delivery is increasingly being recognized as an option for patients with chronic spasticity and nonmalignant pain that has been refractory to other therapies. A rare complication of this therapy, formation of an inflammatory mass at the catheter tip (referred to as granuloma), was once thought to be largely in relation to therapy with a high-concentration/high-dose medication. In our center we manage approximately 500 spasticity and pain pump patients four of which have developed granuloma at the site of the catheter tip. We have highlighted these cases that developed a catheter tip granuloma with differences in diagnosis, medications, and pump history. Attempting to identify patients at risk for developing this rare complication of intrathecal drug delivery is challenging as there does not appear to be clear patterns with type of medication used in therapy leading up to the development of the mass. Regular neurological clinical exams, good communication with patients regarding condition changes and imaging when indicated by changes in neurologic status or new refractory pain and spasticity can be recommended in this population. Reported events: case 2: (B)(6) male with chronic pain secondary to inoperable spinal hemangioma that had been treated with radiation therapy. Granulomatous mass discovered in after 7 years of it therapy with opioids. Catheter site was changed and they continued to benefit from intrathecal infusion and did not suffer any neurological deficits.